Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump sometimes blanks and the display fades for a few seconds. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur for the partial display anomaly since the patient was not available with the insulin pump at the time of call. The insulin pump was not returned for analysis at this time.